Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd luer-lok¿ luer-lok¿ tip had pieces of plastic inside the syringe before inserting needle into cartridge.

Event description:
It was reported that two bd luer-lok¿ luer-lok¿ tip had pieces of plastic inside the syringe before inserting needle into cartridge.

Manufacturer narrative:
Investigation: two syringes and two needles were received in opened blister packs and visually evaluated. The syringes were from batch #8061814 (p/n 309657). The needles were from batch #809558 (p/n 305110). The syringes appear to have been manipulated because clear liquid droplets were present in both syringes. It was observed that both syringes contained a white foreign matter particle in the fluid path. One syringe the foreign matter was located on the stopper and one syringe the foreign matter was located on the barrel wall near the 0.1ml grad line. The foreign matter appears to be plastic and in both instances is larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The origin of the foreign matter cannot be confirmed due to both syringes being manipulated. Root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed.